Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported lock up failure. Physio replaced the system pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported that the device would intermittently lock up when powered up. When the device would exhibit this lock up condition, the batteries must be removed to power the device off. There was no pt involvement with the reported failure.